Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that for bed601, a clinical user stated the bedside monitor alarmed appropriately in the patients room, but no alarms were announced at central station. This was reported to have occurred on (B)(6) 2017 between 11:12am to 6:30pm. The device as in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. There was no lack of awareness to the patient 's condition, or any delay in patient treatment.